Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h4. The device was returned to olympus for inspection. The reported failure of an internal leak was confirmed, and the investigation determined that the leak originated from the pressure valve due to damage to the pressure reducer. During the device evaluation, the following additional reportable malfunctions were identified: wear on the front panel, visible corrosion around the co2 inlet nozzle, and internal leak. Based on the results of the investigation, the probable cause of the reported failures was determined to be component failure, attributed to expected or random component failure with no design or manufacturing issues identified. Should additional relevant information become available, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit was found to have had an internal leak. Upon inspection, it was determined that the pressure regulator and front panel components require replacement. The location of the event is unknown, and no patient harm was reported in association with this incident.